Event description:
Pt prepared for 3rd ect treatment. Physician applied thymapads at temples. Certified registered nurse anesthetist administered sedation and was ventilating pt with maplesor bag and o2. As physician administered the ect stimulus, a flash of fire erupted across the pt's right cheek, resulting in mostly 1st and 2nd degree burns. The physician extinguished the flame immediately and provided treatment.